Event description:
Boston scientific crm received information that the markers observed on the electrogram did make sense with the patient's rhythm. Loss of right atrial capture were identified. The impedance measurements were good. It was reported that the lead will be revised.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: loss of capture with no known intervention.